Event description:
Pt had a 9 fr, 40cc intra-aortic balloon inserted on 8/17/96. The balloon developed a leak on 8/19/96. It was removed and replaced with another co's balloon. The pt did not suffer any adverse effects from the failure other than having to return to the cath lab for replacement of the balloon.